Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1200mg/dl, a loss of consciousness, and a large ketone level identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released 4 to 5 days later with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly; however this could not be determined as customer declined a system check with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.